Event description:
It was reported by the hosp that a service technician was installing a magnaclave sterilizer and was shocked when he turned the units selector switch over to the sterilizing position. The service technician was not injured during the event. After the unit was unplugged, the technician took the cover off of the sterilizer and found that the bracket, which holds the wall thermostat to the chamber, was broken and touching the outside cover. The thermostat operates on 220 volts.